Manufacturer narrative:
Concomitant product: dtbb1d1 device, implanted: (B)(6) 2016.

Event description:
It was reported that within a few days of implant, the lead integrity alert (lia) triggered, and both the right ventricular (rv) and right atrial (ra) leads exhibited high/undefined impedances. Upon further examination, it was determined that there was a device setscrew issue, and the pocket was reopened and the setscrew was reset. The device remains in use. A month later, the lead warning triggered, and the rv lead exhibited high impedances and thresholds, and a fracture was suspected. Additionally, the left ventricular (lv) lead exhibited high impedances in multiple configurations, leading the physician to suspect that the lead pin was no longer fully inserted in the device. Both the rv and lv leads were reprogrammed, and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.